Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be inappropriate bypass of the caution: negative uf alarm. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:36:43. During night drain cycle five, the patient's ultrafiltration reading was 2087ml, indicating the home patient drained 2087ml more than their maximum programmed fill volume of 1800ml. No additional information is available.